Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance and confirmed the battery malfunction. The asp replaced the battery to resolve the issue. After replacing the new battery the device has restored all functions and was returned to service.